Manufacturer narrative:
The device is in process of being returned for evaluation and repair, and the investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "error code e-4 - would not work during procedure".

Manufacturer narrative:
The device was returned for evaluation and repair. When tested, it was found that an electronic circuit board/module within the unit needed to be replaced as it was the source of the malfunction. Once replaced, the unit was subjected to release testing and passed all testing and was found to be acceptable for use. The root cause was an electronic circuit board malfunction. If any additional relevant information is identified it will be submitted in a supplemental report.